Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The hospital biomedical technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The unit was out of warranty and the customer called manufacturer's product support for assistance. The product support engineer recommended repair parts to the biomedical technician for consideration for repair. The biomedical technician reported he was going to monitor the unit and if it continues to happen they will call for service. The biomedical technician reported there was no further occurrence and therefore, no parts replacement. The unit was placed back into service.

Manufacturer narrative:
Event did not recur; no service performed.